Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date, PMA/510(k) number, manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2014-05442 /-05443 /-07005 /-07007 /-07008).

Event description:
Patient's legal counsel reported patient underwent a left hip revision procedure on (B)(6) 2003. Subsequently, patient's legal counsel reported patient underwent a further revision procedure on (B)(6) 2010 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Patient underwent a left total hip arthroplasty on (B)(6) 1993. Operative report received noted patient underwent a left hip revision on (B)(6) 2003 due to pain and poly wear. The modular head and liner were removed and replaced. Additional operative report received noted patient underwent a left hip revision on (B)(6) 2010 due to pain. Operative report noted the presence of fluid, metallosis, a pseudocapsule,osteoporosis, osteolysis, wear debris, cavitary defect, and a fractured posterior wall of the acetabulum. The modular head, liner and acetabular cup were removed and replaced with a biomet head and a competitor¿s acetabular system. Additional operative report received noted patient underwent an additional left hip revision on (B)(6) 2011 due to recurrent dislocations. Operative report noted the presence of scar tissue. The biomet modular head was removed and replaced. Competitor¿s acetabular components were removed and replaced. Operative report received noted patient underwent another left hip revision on (B)(6) 2013 due to pain. Operative report noted the presence of fluid and broken and loose competitor¿s acetabular components. The biomet modular head was removed and replaced. Competitor¿s components were removed and replaced. Revision due to elevated metal ion levels and metallosis.